Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call that insulin pump had a blank screen display and a constant tone. Caller attempted to change batteries and display returned momentarily and went blank again. Customer's blood glucose was unknown. After troubleshooting, display screen did return and went blank again. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with high idle currents. The problem was isolated to the mother board. No constant tone or blank display was noted. The pump also had minor scratches on the lcd window.